Event description:
The case report aimed to evaluate the safest treatment option for patients who underwent inadvertent arterial injuries during central venous catheter insertion. The report described two patients who had accidental punctures in the subclavian artery (sca) and common carotid artery (cca) who were successfully treated using perclose proglide devices avoiding the need for open surgery. While there was no proglide issues in the case reports, it was stated that bleeding, infection, pseudoaneurysm, and arteriovenous fistula formation are the most common complications of closure devices. It was further stated that proglide devices have a late complication rate of <2% and a success rate of nearly 100% for repairing femoral artery puncture sites. It was concluded that the perclose proglide device offers a nearly 100% success rate with low morbidity and mortality rates compared to open surgical and endovascular treatment options for iatrogenic subclavian artery and carotid artery injuries. Details are listed in the attached article, "management of arterial trauma during central venous catheter insertion using a percutaneous suture-mediated closure device (perclose proglide): a report of two cases and literature review.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effect of death is captured under a separate medwatch report. Article "management of arterial trauma during central venous catheter insertion using a percutaneous suture-mediated closure device (perclose proglide): a report of two cases and literature review" b3- the date of event is estimated as 10/1/2022 as this is two weeks before the article was submitted for publication on 10/15/2022. D4 - the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the insufficient information could not be determined. The patient effects of hemorrhage, unspecified infection, pseudoaneurysm and fistula are listed in the electronic proglide instructions for use (IFU), as potential adverse events associated with the use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.